Manufacturer narrative:
The sheath¿s original blunt end design was changed to a new dual-taper tip design to improve the ease of passing the tip through the parenchyma. The od and the ID of the tube were increased by 0.003¿, and the tip geometry was changed from a single radius blunt tip to a dual-taper sharp tip that resulted in a thinner wall thickness at the most distal tip of the catheter. The potential root cause for the sheath tip failure has not yet been conclusively determined. It is theorized that it might be the result of the material used, processing parameters of the material, and/or the new tip geometry. CAPA c-2021-046 has been initiated to capture the root cause investigation. No product currently exists in the field while this investigation is being conducted.

Event description:
Introducer sheath would not track through liver paracheyma. Tip of sheath broke.

Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
Introducer sheath would not track through liver paracheyma. Tip of sheath broke.